Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- 3 trailing coils on the left and 3 trailing coils on the right. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: impression: fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters were added. Patients demographic was added. Case become serious incident, previously added injury nos was replaced with pelvic pain & new events- cramping, bleeding were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.